Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to patient morphology/pathology (rotated heart). It should be noted that the mitraclip system g4 instructions for use warns ¿maintain the clip above the leaflets until ready to grasp to minimize the risk of clip entanglement in the chordal apparatus. Clip entanglement may result in cardiac injury, worsening mitral regurgitation, difficulty or inability to remove the clip and conversion to surgical intervention¿. The reported improper or incorrect procedure or method was due to the user error of advancing the clip further than desired into the left ventricle according to the instructions for use (IFU). The reported entrapment of device of clip caught on chordae appears to be related to user error (improper or incorrect procedure or method). The reported unexpected medical interventions were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip becoming caught in the chordae requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw clip was advanced in the patient but became caught in the chordae during positioning. It was noted that imaging was poor due to patient anatomy, and that the clip was advanced further than desired into the left ventricle according to the instructions for use (IFU). The clip was unable to be freed, but it was able to grasp in place and be deployed on both leaflets and chordae. A second clip was added to stabilize the first clip and to further reduce mr to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.